Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The distal portion (including the inline connector) and the modular cable were not returned. Approximately 9.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer. It was later reported that the patient was elevated on the transplant list due to progressive right ventricular (rv) failure. The patient's right heart catheterization (rhc) data on (B)(6) 2026 revealed a right atrial (ra) pressure of 24, pulmonary capillary wedge pressure (pcwp) of 20mmhg, cardiac output / cardiac index (co/ci) fick at 3.0 / 1.6 and thermodilution (td) at 3.9 / 2.1 which was consistent with significant rv failure. Inotropes were started on (B)(6) 2026 after noted qualifying hemodynamics noted at 15:01 on (B)(6) 2026 with pcwp at 15 and central venous pressure (cvp) at 18 mmhg at 07:01 on (B)(6) 2026. A limited echocardiogram on (B)(6) 2026 also showed rv function severely reduced. The device operated as expected. The product was planned to be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.